Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was exchanged. The reason for the exchange was not provided. Additional information has been requested but no new information has been received.